Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval, or if any add'l info becomes available.

Event description:
In the night in 2008, the device was infusing sodium phosphate as the piggyback and normal saline as the primary infusion, when it was observed by the nursing staff that the infusion had been delivered over 2.5 hrs instead of 6.0 hrs as supposedly programmed. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.